Event description:
It was reported by the rep that when the device was used, with or without reload cartridge, during an unknown procedure, it would not fire. Opened another device to complete the case. There was no consequence to pt.